Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of the image problem was confirmed. The service technician observed no image found with the original cable. The device was tested with a test cable revealing an image but a few green lines on the screen which determined that the charge-coupled device (ccd) was damaged. The coupler and coupler mount was detached when receiving the unit. Additionally, a leak from the focus ring side was observed. The cause could be attributed to an electrical component failure. No further information was reported. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported to olympus the device had a fuzzy image. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause could not be determined. Based on the available information and the results of the device evaluation, the probable cause, as identified by the legal manufacturer, is the following: an impact was applied due to the improper handling by the customer, leading to breakage of the focus ring; water tightness was compromised and moisture entered the device and condensation occurred on the cover glass, which caused the blurring of images. Additionally, it is probable that some kind of impact was applied by the customer's improper handling, causing damage of the ccd unit, lens, coupler, and coupler mount.